Event description:
The manufacturer received voluntary medwatch (mw5114703) alleging an issue related to a continuous positive airway pressure (CPAP) device. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received voluntary medwatch (mw5114703) alleging an issue related to a continuous positive airway pressure (CPAP) device. There was no report of patient harm or injury. The manufacture's investigation is ongoing. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In box- h: if follow-up, what type? Conclusion code grid, evaluation results code grid and evaluation method code grid has been updated. In box g: date received by mgf has been updated.